Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death is unknown. No additional information was reported. Related manufacturer reference number: 2017865-2022-50574, related manufacturer reference number: 2017865-2022-50576.